Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva ii meter, compared to a professional meter, within 10 minutes: 197 mg/dl (aviva ii ) and 105 mg/dl (professional meter). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.